Event description:
A falsely elevated troponin I result of 1.27 ng/ml was obtained on a pt sample. The result was not reported to the physician. The sample was retested and a result of 0.04 ng/ml was obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause of the falsely elevated troponin I result was carrying from the r1 probe.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was carry in from the r1 probe. The malfunction was resolved after the customer performed maintenance with guidance from a siemens healthcare diagnostics inc technical solution center rep. The instrument is performing within specs.